Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device overheated after a few minutes of use. According to the reporter, the surgeon could not hold the device. It was not reported if there were and delays to the surgical procedure. A spare device was available for use and the surgery was completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact name provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the device brand name was documented as 8cm angle attachment in the initial report. The device brand name has been updated as 8 cm qd angle attachment. The device catalog number was documented as qd8 in the initial report. The device catalog number has been updated to qd8-g1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating. Therefore, the reported condition was confirmed. It was further reported that the device had foreign material left behind by a cleaning instrument causing the locking mechanism to malfunction, in addition the bearings, spacers, and snap rings had a large amount of corrosion. The assignable root cause was determined to be due to component damage from user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.